Manufacturer narrative:
H10: the actual device was not available; however, two (2) photographs were provided for evaluation. The returned photographs were reviewed, and it was noted that there was a leak at the clearlink gland. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the IV tubing of an unspecified access set leaked. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.